Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Customer jumped in a swimming pool with the device. There is small crack on the screen from normal wear and tear. Customer's blood glucose is 321 mg/dl. He has not treated yet. The device is vibrating without an alert. A constant tone is occurring. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.